Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported bolus not delivered and no other alarms. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. No further details were given. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected delivery or reservoir anomalies were noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason for the complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. During the download history review, a bolus not delivered alert was noted, pump error 100 on 06/07/2025 15:49:39.000 to 06/07/2025 22:28:56.000. In addition, pump errors 49, 53, and 23 were noted around the event date on 06/10/2025 21:49:23.000. Pump error 53 was caused due to attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. File number =2005 line number=5632. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No moisture damage or anomalies were noted during visual inspection; however unit was isolated to the electronic stack due to a software error. The following cosmetic damages were noted: cracked battery tube, cracked case, broken battery threads, cracked keypad overlay, stained keypad overlay, scratched case, pillowing keypad overlay, and missing display window cover. In conclusion, customer concerns are not confirmed. Unable to confirm the customer's alleged concern about a no delivery/occlusion alarm. However, within the history files, pump error 53 was noted around the event date, thus isolating the unit to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.